Event description:
On (B)(6) 2011, pt reported that he experienced hyperglycemia in the 400 mg/dl range due to the up/down buttons on the infusion device not working properly. Normal blood glucose is in the 200 mg/dl range, and pt bolused to treat hyperglycemia. This first occurred at the beginning of (B)(6) 2011, and pt switched to his backup infusion device. Infusion device was not dropped or exposed to water. Pt has used this infusion device for 4 years and boluses 8-10 times per day. The up/down buttons do not remain flat after they are pressed. Pt was unsure which button was defective, and both buttons responded correctly during the troubleshooting call. Infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue.